Event description:
It was reported that the coil was malpositioned within the patient. An embold? Fibered 3x6 device was selected for use for a splenic arterial embolization. After the proximal release perforation was broken intentionally, the user unintentionally deployed the embold coil proximally to the target lesion. The coil was deployed in the correct vessel. The coil successfully occluded the target vessel. There were no patient consequences as a result of this event.

Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.